Event description:
This complaint is not reportable based on the analysis completed on 8/31/06. It was reported that during a coronary drug eluting stenting treatment procedure, the stent would not cross the lesion. The lesion being treated was located in the mid circumflex artery. The physician attempted to place a 3.0x28mm taxus liberte' drug eluting stent, but had difficulty crossing the lesion. The procedure was not completed due to this event. There were no pt complications and the pt's condition was reported as satisfactory and good. However, the returned product confirmed that there was stent damage. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The stent delivery system was returned without the lower distal sub-assembly. The crimped stent balloon and tip were not received for review. A break was measured in the hypotube approx 85 centimeters distal from the catheter's strain relief. From the condition of the returned device it is evident that the physician experienced some difficulties during the procedure. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specifications and no anomalies were noted from this review that could correlate to the difficulties that were experienced by the physician during the use of this product. The root cause of the reported complaint cannot be conclusively determined.